Event description:
Additional information has been received it states that the patient had grade 2 pco (posterior capsule opacification) at 2 months and noticed cartridge material adhered to the posterior surface of lens requiring removal with I/a (irrigation and aspiration) that can sometimes be difficult. Patient also underwent yag (yttrium-aluminum-garnet) laser capsulotomy and lens, capsule polishing.there are two medical reports associated with this patient. This file belongs to right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the patient had an rle (refractive lens exchange) in both eyes with a company lens. After 2 months, it was noticed that the lens axis shifted from 92 to 110 after implanting the lens. Therefore, the lens was rotated back from 92 to 88 three weeks post-rotation. Additional information has been requested. There are two medical reports associated with this patient. This file belongs to left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.2., h.6., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury or malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).